Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. It was stated that the customer insulin pump alarmed button error and the buttons were unresponsive . No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error. It was also mentioned that the customer received a battery out limit and failed battery test alarm. Customer declined to further troubleshoot battery issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with act, escape and up buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. Unable to verify failed battery test, battery out limit alarm, low reservoir alarm, prime anomaly or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, belt clip slot and minor scratched display window.